Event description:
Reference (B)(4).

Manufacturer narrative:
Batch review: amistem h cementless stem size 1 lateralized: ref. 01.18.141/lot 131643 (50 stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg. (B)(4) stems belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, there are no evidences that the event is device related.